Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experience decreased performance and electrode migration. Repositioning surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed following surgery. The recipient's device was activated and the recipient is using the device. The recipient will be managed per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient underwent repositioning surgery on (B)(6) 2022. During surgery, the electrode was visually identified as extruded outside the cochlea, and was manually reinserted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.